Event description:
It was reported that pump displayed malfunction alarm code 16, was not resettable, and had no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts confirmed shipping details, instructed customer to place pump in storage mode before return, and arranged replacement pump under warranty.